Manufacturer narrative:
H3, h6: the navio surgical system us, part number npfs02000, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A log file review was completed. The software files were downloaded and provided for investigation. The xsessions didn't show any relevant information and the screenshots were corrupted, therefore the reported problem could not be confirmed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with incorrectly collecting knee center points. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio assisted tka surgery, on the gap planning and sizing screens it was showing the free image very far off from the implant. The surgery was completed, after a non significant delay, changing to manual procedure. No injuries were reported.